Manufacturer narrative:
The photos were returned for analysis. Evaluation of the photos confirmed the blood leak as the upper bearing stop appears to be out of position, indicating that the bearing stop has delaminated from the drive tube. The root cause of the reported leak is most likely that the upper bearing stop delaminated and allowed the drive tube to rub against the wall of the centrifuge chamber, allowing the drive tube to wear away and leak. Corrective and preventive actions have already been initiated to further investigate potential root causes for drive tube leak/breaks. (B)(4).

Manufacturer narrative:
Service order feedback information received and was not included in previous report; service order ((B)(4)) feedback completed: service engineer cleaned blood spill and performed system checkout procedure successfully. (B)(4).

Manufacturer narrative:
System was used for treatment. A batch record review was performed for lot d309. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break. However, a corrective and preventive action has been initiated and is ongoing to investigate complaint category drive tube leak/break. Service order (B)(4) feedback is still pending at the time of this report and will be filed in a supplemental report when available. The assessment is based on information available at the time of the investigation. The evaluation of the photos provided by the reporter is still in progress. A supplemental report will be filed when the investigation is complete. Meddra codes: lt-device malfunction-(B)(4). Kit unique device identifier:(B)(4). Device not returned.

Event description:
Customer called to report blood leak in the centrifuge. Customer processed over 1 liter when he heard a loud noise in the centrifuge. Customer noted blood leak of unknown origin, and aborted the treatment. Customer states there were no alarms. Customer states the leak detector strip is intact. Service order (B)(4) was dispatched. Customer provided pictures for investigation.